Event description:
A system operator reported one pt that is overcorrected following a custom cornea prk myopia with astigmatism treatment in the right eye. Pt records have been rec'd and indicate this pt is overcorrected by +2.75 diopters in the right eye and exhibits -.5 diopters of induced astigmatism. In addition, bcva decreased one line from pre-op. Add'l pt records were rec'd. At approx 7 weeks post-op, the overcorrection in the right eye regressed to +2.00 and ucva improved from 20/400 to 20/200.

Manufacturer narrative:
The investigation, including root cause determination is in progress.